Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable (B)(6) elecsys anti-hbc immunoassay from a cobas 6000 e 601 module. The serial number was requested but was not provided. The initial result was (B)(6). The repeat result was (B)(6) and after recalibration, the repeat result was (B)(6). The sample was also tested on an abbott analyzer and the result was (B)(6). No specific result was provided. The patient had been (B)(6) since 2013, but no (B)(6) was ever confirmed. All other (B)(6) were (B)(6). As the (B)(6) had been increasing since 2013, some kind of interference was suspected. Previous results: (B)(6). The erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. Sample from the patient was submitted for investigation and the (B)(6) result was (B)(6). The customer's (B)(6) result could not be reproduced.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.